Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for analysis. No kinks or damages were identified along the entire length of the shaft. No tears or holes were visible in the balloon. During an attempt to inflate the balloon a droplet of liquid was identified leaking out from the tip. This type of leak is consistent with a breach having occurred between the inflation lumen and the guidewire lumen. The balloon inflated showing no leaks however, it could not maintain pressure due to the leak in the catheter. Using a blade the balloon material was removed. The lapweld area was examined and no anomalies were noted. An examination of the proximal and distal markerbands found no issues. A visual and microscopic examination of the tip found no issues with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon tear occurred. During the unpacking of an 8.0 x 80, 75cm mustang balloon catheter, it was noted that the balloon was torn.

Manufacturer narrative:
Complainant city: (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon tear occurred. During the unpacking of an 8.0 x 80, 75cm mustang balloon catheter, it was noted that the balloon was torn.